Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.00 x 32 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The crimped stent outer diameter (od) of the undamaged portion of the stent was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion profile revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 4.00 x 32 synergy drug eluting stent was advanced through a non bsc guide extension catheter and slight resistance was felt while delivering the device. Since imaging could not be performed due to some temporary issue right before the placement area, the synergy drug eluting stent was removed from the patient's body and it was noted that the middle part of the stent was deformed. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 4.00 x 32 synergy¿ drug eluting stent was advanced through a non bsc guide extension catheter and slight resistance was felt while delivering the device. Since imaging could not be performed due to some temporary issue right before the placement area, the synergy¿ drug eluting stent was removed from the patient's body and it was noted that the middle part of the stent was deformed. The procedure was completed with a different device. No patient complications nor injuries were reported.